Event description:
It has been reported to philips that the system would not start up. The device was not in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc couldn't start up. The fse cleaned the dust, then unplugged the motherboard and re-plugged in it. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.